Event description:
It was reported while a patient had been wearing a pod between 1 and 24 hours their blood glucose level had rose to 306 mg/dl. The patient reports receiving a communication error for the pod.

Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. Corrosion on internal components caused a loss of data. No download data was retrieved from the device, therefore it cannot be determined if a communication error occurred during the run of the device. During investigation of the device, a internal tear was observed in the fluid path. The tear is what caused corrosion on internal components of the device. No other damages or deficiencies were observed during the investigation. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring.  This is mitigated by extensive in-line and final product quality testing.  All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements.  No further action or investigation is warranted at this time.